Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported air bubbles were infused into the pt's eye during surgery. An instrument subsequently made contact with the pt's lens, as the surgeon was not able to visualize the retina as well. A cataract surgery was then performed. The surgeon reported the pt would have eventually needed cataract surgery in the near future, therefore the surgeon did not see this event as very significant.